Event description:
It was reported that the patient presented for implant of the pulse generator. During the procedure the lead could not be completely inserted in the right ventricular port of the device header. Pacing impedance and capture threshold measurements were high. Additionally, no pacing was noted. A replacement device was used to successfully complete the procedure. The patient was stable.

Manufacturer narrative:
The events of failure to pace, increasing capturing threshold and pacing impedance as well as header connection issue were not confirmed. The device was returned for analysis. Electrical, mechanical and longevity analysis was normal with no anomalies found.